Event description:
Registered nurse was attempting to insert microintroducer. Had a difficult time getting device to advance. After examining, noticed microintroducer to be defective and could have caused trauma to vessel had it been completely inserted.